Event description:
Ous MDR - it was intended to treat a severely calcified lesion (99% stenosis degree) in an ostial renal artery. During inflation the balloon burst and a part of the balloon remained in patient and was adapted to the vessel wall with a stent.

Manufacturer narrative:
The technical investigation revealed that the balloon of the complaint instrument has burst transversally. The inner shaft and the distal balloon fragment were not returned for analysis. Microscopic inspection of the proximal device fragment showed several scratches on the balloon surface near the fracture site. The inner shaft has fractured inside the balloon. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. Based on the received information and considering that another manufacturer's balloon also burst during inflation in the target lesion it seems likely that the complaint event is related to the patient's anatomy (high stenosis degree, severe calcification). The inner shaft most probably fractured after the transversal burst due to tensile overload, e.g. During the withdrawal attempt. Moreover, it should be noted that according to the instruction for use the passeo-18 peripheral dilatation catheter is indicated to dilate stenosis in the femoral, popliteal and infrapopliteal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae.